Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, stent damage was noted upon removal from the packaging. The 90% stenosed lesion being treated was located in the moderately tortuous common iliac artery (cia). After this 8.0x30x135cm express vascular ld stent was removed from the packaging, it was noted that the stent was damaged on the distal end. The procedure was completed with another express vascular ld stent. No patient complications were reported and the patient's status is good. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)